Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient reported on (B)(6) 2004 that her meter had missing segments on the display. She had stated that she had this issue for a few days. She is a cancer patient and is taking a lot of steroids, causing her blood glucose levels to go up. She also had an infection that also results in higher blood glucose levels. Due to this issue, she went to an endocrinologist, and an oncologist and was admitted to the hospital for several tests. She was given insulin and also took insulin on her own due to the high readings on the meter. There is no adverse event reported due to the meter malfunction. This issue was not resolved with troubleshooting and therefore, this case is reported as a meter malfunction. There is no further clinical information reported.